Manufacturer narrative:
It was reported that the patient was treated with oral antibiotics (duration not reported). Device analysis report is attached. This report is submitted on february 06, 2024.

Manufacturer narrative:
This report is submitted on december 11, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.